Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating tests that do not pass, problem with the green connector. The customer did not provide the detail clinical information. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer reports that the operating test fails at the charge button and shock button. The device does not detect these supports randomly, despite replacing the paddles. Patient involvement information is currently unknown, but no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by / philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating tests that do not pass, problem with the green connector. The customer did not provide the detail clinical information. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.